Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the procedure. The hospital has reported that no patient injury occurred.